Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Reportedly, the customer manually suspended insulin and consumed a snack to address the low bg. Customer initially alleged that basal iq software was not working as intended, but during troubleshooting with tandem technical support (cts), it was determined that the customer had not turned on the basal iq software. Cts assisted customer with turning basal iq software on. A recommendation was made for the customer to discuss bg levels with healthcare provider. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.